Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2020, the patient was implanted with an adjustable pressure shunt due to hydrocephalus. On (B)(6) 2020, the patient returned to (B)(6). On (B)(6) 2020, the patient was unable to act autonomously due to their unresponsiveness and was sent to the hospital by their family for hospitalization treatment. On (B)(6) 2020, the patient completely lost their speech ability and mobility. The next day, on (B)(6) 2020, the neurosurgeon found that the shunt was unable to regulate the pressure after examination and urgently performed a replacement operation for the patient. The patient's condition improved after the operation. At present, the patient had recovered part of their language ability and mobility during hospitalization.

Event description:
Additional information received indicated that there was no abnormality during the two operations. After the second implantation, the patient's condition improved and they have been discharged from the hospital. The patient¿s pressure measurement (B)(6) 2020 showed that the gear was 1.0, which did not match the gear pressure provided by the patient at 0.5, so the pressure was adjusted to 0.5. The patient¿s CT on the 21st showed the pressure was 1.0, then the pressure was adjusted from 1.0 to 0.5. On the 24th, imaging wasn't performed during examination, and the pressure wasmeasured to be 1.0 and then adjusted to 0.5. Later, the patient was given a lumbar cistern abdominal shunt surgery. The physician thought that the valve may be faulty and the pressure adjustment gear couldn't be maintained. The first product implanted was removed, with the patient discharged.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.